Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump powered on and displayed the verify screen. The audible tone and vibration features function appropriately. The complaint of a blank display issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging pump¿s display screen was blank after changing the battery in the pump. It was noted that the pump did have audible sounds and vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.